Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that one of the packages for suction irrigators had an open corner meaning that the product was no longer sterile. This was noticed while taking the products out of the box and did not make it surgery.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The single ahto suction/irrigation tubeset was visually inspected, and a corner of the tyvek lid has been pulled off. Probable root causes could be damaged during shipping, or handling during inspection. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that one of the packages for suction irrigators had an open corner meaning that the product was no longer sterile. This was noticed while taking the products out of the box and did not make it surgery.